Event description:
Boston scientific crm received information that during this normal pacemaker replacement procedure the header had to be cut off the device because the ventricular set screw would not retract to free the lead. The lead was stuck and after attempts were made to remove the lead, it fractured. The fractured lead was surgically abandoned in the patient. No adverse patient effects were reported during this procedure.

Manufacturer narrative:
As of this report, the device has not been returned. When this device get's returned it will be thoroughly analyzed.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the device was returned with the header detached and in pieces. The device header was disassembled and both inner and outer seals were inspected. Evidence of silicone to silicone bonding were found in both the inner seals. Both atrial capture washers were distended, this results from the setscrew being backed out to far and incorrect use of the wrench. No further testing was performed due to the returned physical condition of the device header.

Event description:
--